Event description:
The article, ¿coronary embolism due to probable clinical bioprosthetic aortic valve thrombosis: a case report¿ was reviewed. The article presents a case study of a 64-year-old male who underwent a bentall procedure with aortic valve replacement for severe aortic regurgitation and significant aortic root dilation. It was reported that on an unknown date in (B)(6)2017, a 27mm epic valve was implanted in the patient during a bentall procedure. Post-operative transthoracic echocardiography (tte) showed normal hemodynamics and no evidence of prosthesis-patient mismatch. It was later reported seven months post-procedure in (B)(6) 2017, patient presented asymptomatic raised transthoracic mean pressure gradient. The patient was monitored via annual tte surveillance and showed a gradual increase in gradient through (B)(6)2019. It was reported there was no mass or vegetation visualized via tee but restrictions of the aortic leaflet opening and non-specific leaflet thickening contributed to the raised transthoracic gradient. It was then reported on an unknown date in (B)(6) 2019, the patient presented with non-st-elevation myocardial infarction (nstemi) and diagnostic angiography revealed a large aneurysm of the left main coronary artery. A magnetic resonance imaging (MRI) of the brain was performed and revealed a small-sized cavernoma at the left basal ganglia. A decision was made to cease dual antiplatelet therapy but warfarin was commenced with enoxaparin. The patient remained clinically well with normal aortic valve hemodynamics at 39-month follow up. The article concluded reversible bioprosthetic valve hemodynamic deterioration after anticoagulation strongly supports the diagnosis in the absence of histopathology. Early moderate-to-severe hemodynamic valve deterioration warrants further investigations, including cardiac computed tomography and sequential echocardiography, to investigate for probable bpvt and consideration of timely anticoagulation initiation to prevent thromboembolic events. [The primary and corresponding author is (B)(6), department of cardiology, (B)(6) hospital, (B)(6)with corresponding email: (B)(6)

Manufacturer narrative:
Literature article: coronary embolism due to probable clinical bioprosthetic aortic valve thrombosis: a case report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, coronary embolism due to probable clinical bioprosthetic aortic valve thrombosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.